Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Per photographic evaluation: one photo was provided. The picture shows the jaws of a device from the bottom view. The jaws are loaded with a blue reload. The knife indicator can be seen on the half way. The reload is fully fired as the sled can be seen on the distal part of the reload. A black particle can be seen between the jaws. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
Could not return blade. During the radical resection of rectum cancer, after fired, found could not return the blade, the blade was stuck on the half way. Removed the device from the tissue gap. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch number: r57p54. The analysis found that one ec60a device was returned with no apparent damage with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr60b cartridge loaded in the device. The cartridge reload was received fully fired with the cartridge deck damaged. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. The clip was removed and the device was tested for functionality in the articulated position and the device fired and formed all the staples as intended. However, the knife was noted nicked. One possible cause for this type of damage to the knife and cartridge is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4).